Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board, but reported that it didn't completely repair the problem.

Event description:
The customer reported the system displays an intermittent arcnet error message. No pt injury was reported.